Event description:
In our sterile processing dept they use two biological indicators to test in their eto sterilizers made by amsco. The two strips are placed in a sealed bag and taken to the laboratory after the cycle is complete. One strip said positive, the other strip negative. This was with lot number 2146 spordi biological indicators expiration date 2-3-08. Infection control nurse notified and clinical engineering who contacted steris to check both units which passed all initial inspections.